Event description:
It was reported that in central processing, it was identified that the cable was fraying out on the mega suturecut needle driver instrument and subsequently was not used on a patient. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. In addition, the instrument's grip cable was also derailed at the distal idler pulley. The grip can still open and close, however movement may not be precise. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.